Event description:
A malfunction alarm identified as malf 12 was reported by the customer, with no notable events occurring prior to the incident. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will use a backup insulin pump to ensure uninterrupted insulin delivery while their current pump is being replaced by technical support.